Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to patient use, a hair was noted inside the pumping chamber of the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.